Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response mode switching due to far field over sensing. Reprogramming around sensing was recommended to resolve the observed behavior. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response mode switching due to far field over sensing. Reprogramming around sensing was recommended to resolve the observed behavior. Some years later, additional information was received mentioning that the field personnel still had concerns about the far field signals being over sensed and that the device might not be pacing in the atrium with sensor. Programming options were discussed to resolve this situation. The ICD remains in service. No adverse patient effects were reported.